Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient's left medial uni tibial component and poly were revised due to loose cement. A mako 6 uni baseplate part 180606 and 6x9 poly part 180736-2 were explanted. Initial procedure was done at a different facility, no implant records, lots or part numbers available due to not being in the records. No implants returned per hospital policy. Awareness date is (B)(6) 2018. No further information coming". Patient was revised to a tka with navigation.